Event description:
The customer reported the system does not produce an image. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and determined the fluorofunctions board is not working. (B) (4).